Event description:
The user stated she received a discrepant troponin t result for one pt plasma sample in a 13x75 greiner tube drawn "from a line". Initially the specimen recovered 0.093 ng per ml. The user stated they repeat any critical values as part of their protocol, so she placed the sample on the e2010 where it recovered less than 0.01 ng per ml. She then placed it back on the e601 for a repeat and it recovered 0.01 ng per ml. Another repeat on the e2010 recovered less than 0.01 ng per ml again. The original erroneous result was not released. The field service rep was unable to determine a cause and checked the analyzer. He verified the analyzer operation by running qc.